Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient arrived to the emergency room and tested 149 mg/dl on the inform system while using comfort curve test strips, however a comparison lab value returned as 429 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.